Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation. (B)(4).

Event description:
It was initially reported by arjohuntleigh representative that lifting arm lowered uncommanded during use: "while the resident was being lifted, the lift dropped about 6 inches. Nobody was hurt and they were able to continue to lift the resident into bed." No injury occurred as a result of this incident.